Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
This is a complaint about coring occurred when preparing gemcitabine. Additional information are the particles were only observed in the vial. Could you please confirm whether this was before or after the injector was assembled? Is the injector lot number available? This will be after the injector has been assembled. The lot number is unknown at this stage. Could you please provide the lot number of the protector? 2409102.

Manufacturer narrative:
(B)(4). Follow up MDR for device evaluation: one protector assembled onto a vial was provided to our quality team for investigation. Upon inspection, a large particle was observed within the vial. Characterization testing was performed and found the particle was consistent with material from the rubber stopper of the vial and the phaseal membrane. A device history review was performed for protector lot 2409102, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this incident. Fragmentation testing is performed according to procedure, to evaluate any particulates generated by the injector when mated to other components after ten activations. Fragmentation testing was reviewed for the reported protector lot, results found to be acceptable. As the injector lot is unknown, a device history review could not be completed. Retained samples of lot 2409102 were used for additional evaluation. Functional testing was also performed, penetrating the protector with a sample injector ten times. In all cases the product functioned as intended and product was verified to meet required specifications. While phaseal needles are designed to reduce coring, there are several factors that may impact coring tendency. Coring of the rubber stopper may result depending on the stopper quality, the design and dimensions of the needles used, or if a poor connection of the protector occurs. While we cannot identify the specific root cause, based on our investigation and sample evaluation, it was determined the particles generated during the assembly of the protector onto the vial. No issues related to the injector used were found. M12 assembly fixture is recommended to ease the connection of the protector to the vial and must be used in a slow and consistent motion. Complaints received for this device and reported condition will continue to be monitored by our quality team for signs of emerging trends.

Event description:
No additional information.